Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed the bag that was returned with the devices states the packaged device should be a 5.5mm curved rod. The devices returned are 40mm straight rods. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper repackaging practices. DHR review: the DHR was reviewed. It was initially recorded that there were no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. It was later confirmed that the part number on the package did not match the part model in the package. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00296.

Event description:
It was reported that a distributor received two vitality rods that were labelled as 35mm curved rods, but actually contained 40mm straight rods. There was no patient involvement.this is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a distributor received two vitality rods that were labelled as 35mm curved rods, but actually contained 40mm straight rods. There was no patient involvement. This is report one of two for this event.